Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit blank screen. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. It determined that the unit splash screen shows up in red color then goes blank. As a resolution, the display assembly was replaced. The technician ran leak test , switch test and lamp test along with volume verification. Unit passed all testing and ready for used. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.